Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the results of third-party testing, the device evaluation and the final investigation. Based on the data provided, there could potentially be a correlation between the device status and cause of contamination. In general, device damages (i.e., clogged channels, chips) could be a source of microorganisms, particularly when combined with poor reprocessing. Without cleaning disinfection and sterilization (cds) information from the customer, we are unable to correlate any potential lapses in reprocessing with the validated IFU. After reprocessing by olympus, the results were within acceptance criteria. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colono videoscope tested positive for 80 colony forming units (cfus) of acinetobacter species. The device was retested on july 1, 2025 and it tested positive for 13 cfus of acinetobacter species. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.